Manufacturer narrative:
The device was not returned for evaluation as the customer did not save the subject device. The cause of the reported event cannot be determined. The instruction manual of the device states: "do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as punctures, hemorrhages or mucous membrane damage. Do not withdraw the instrument or change the angulation of the endoscope when clipping is not completely finished (when the slider is not pulled to the end). Doing so may tear tissue inside the body cavity, resulting in patient injury, such as punctures, hemorrhages or mucous membrane damage."

Event description:
It was reported that the clip fell off into the patient when it was attached to the catheter deployed through the instrument. The clip was retrieved with a basket. The clip was not saved and not returned for evaluation. There was no patient harm or injury reported due to the event.